Manufacturer narrative:
Other, other text: d4. UDI, h3. Device evaluated by manufacturer and h6. Evaluation codes: updated. D3, g1,2 email is: regulatory.responses@icumed.com. One device was received. Per visual inspection, the pump was not working and reflux plug/hl-390 was missing. Per functional testing, the green light emitting diode (led) was missing and the other red led lights were broken. The complaint was confirmed. The root cause was a broken led off main board from the user forcing the front cover onto the enclosure because of misalignment. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced pcb, pump, and reflux plug/hl-390. Perform preventative maintenance (pm) and calibrated. The device passed all functional and delivery tests.

Manufacturer narrative:
B3: date of event and d4: UDI number is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the light emitting diode (led) light was broken. Patient involvement unknown